Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 330 mg/dl. As treatment, the patient administered a correction of 5 units of insulin.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be torn. This tear (in the external cannula) created a leak so fluid was not able to flow throughout the entire fluid path. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.